Manufacturer narrative:
Update: upon re-review of the complaint condition, the device is now deemed non-reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Also, there is no history of a previous report of serious injury or death caused by a similar event. As a result, this report (MFR 2530088-2015-10570) is being retracted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: upon re-review of the complaint condition, the device is now deemed non-reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Also, there is no history of a previous report of serious injury or death caused by a similar event. As a result, this report (MFR 2530088-2015-10570) is being retracted.

Manufacturer narrative:
Additional narrative: updated patient info, complaint description, and surgical delay. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: sc spoke with the account and there was no harm to the patient. There was a delay in surgery 5-10 minutes, but there was no additional information available.

Manufacturer narrative:
No patient involvement device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 04/02/2009. Part #: 311.43 - handle with quick coupling. Lot was released to the warehouse on 04/02/2009. Work order was issued on 03/24/2009. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: a quick coupling jammed and palm grip does not turn. Additionally the handle broke on a hexagonal screwdriver. There was no reported surgical delay as no procedure is associated with event. This is report 1 of 1 for (B)(4).